Event description:
The user facility in the u.s. Reported during vitrectomy surgery, the cutter was not cutting. They opened a new cutter and completed the surgery with no issues. There was no patient injury.

Manufacturer narrative:
Evaluation completed. One opened bl5225 pack from lot v1367 was returned. The pack contains the 25ga vitrectomy cutter only. The tip protector was not returned. The needle does not appear to be bent. The port window was in the opened position. There was dried solution in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The cutter functioned for approximately one minute, after which the inner needle stopped retracting, blocking the port window, reducing aspiration and preventing cutting. The sterilization and lot history records have been reviewed and found to be acceptable.